Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were unresponsive. The patient reported that the up and down arrow buttons required several presses to obtain a response, and are now completely unresponsive. She stated that the buttons bounce and spring back as expected. The patient denied physical damage to the rubber keypad; stated the pump has not been exposed to water or cleaning products; and reported that the pump is worn in a pocket by itself.